Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection it was observed that the charge pak, low power and service icons were displayed. The reported problem is indicative of a device that will not power on.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of the digital pcb assembly. The component root cause could not be determined. The customer received a replacement device.